Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the patient experienced limb ischemia. The impella extremity was without a pulse and was cold and dusky. A fem-fem bypass was performed and the pulse was able to be dopplered after. Additionally, there was bleeding noted from multiple sites including the impella access site. A femoral hematoma was noted at the impella access site as well. One unit of blood products were provided to the patient. The patient's family decided to withdraw care. The impella cp was left in place and turned off. The patient expired. Abiomed does not have enough information to associate use of the device with the outcome.

Manufacturer narrative:
The investigation for the reported access site bleed and limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and limb ischemia could not be determined. F6/f8 should have been left blank in the initial report.